Manufacturer narrative:
The baxter technician found the sidecomm cable needed to be replaced. Per the hillrom user manua, warning: a communication cable must be used for the beds that have nurse call. Failure to do so could cause patient injury, for beds that have a nurse call system, a communication cable must be connected between the bed and facility communication system. A search of baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician replaced the sidecomm to resolve the issue.

Event description:
Baxter received a report from a baxter technician stating the priority nurse call was not working. The bed was located at the account. There was no patient/user injury reported.